Event description:
The patient contacted animas on (B)(6) 2012 alleging that her pump began vibrating and beeping that morning. The patient believed the pumps behavior had something to do with the keypad buttons sticking. The patient stated that she was not certain if the pump was instructing her to rewind, load and prime the pump when this would happened she stated she was not certain. The patient stated that she locked the pump and was now unable to unlock it because the keypad buttons were sticking. The pump reportedly lost power after the patient was able to get it unlocked and the pump went to the verify screen. The patient denied damage to the pump, no cracks in the casing, no peeling of the keypad, audio bolus button is reportedly intact and there are no visible cracks in the display screen. The battery cap was reportedly undamaged and secure on the pump without the yellow o-ring visible. The patient stated that it had been more than six months since the battery cap was replaced. The owner's guide instructs the user to replace the battery cap every three to six months. The patient denied visible moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the intermittent power issue and the issue of sticking keypad buttons remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):a review of the pump history indicated rebooting had occurred. Visual inspection revealed a cracked battery compartment. The battery cap was not returned with the pump for investigation. The pump was exercised for 24 hours with no power issues occurring. The alleged power issue could not be duplicated on investigation.